Manufacturer narrative:
One photo is received for investigation. Through visual inspection, some dye is observed however unable to confirm. No other defects or issues observed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
No additional information.

Event description:
Material#: unknown , lot#: unknown. It was reported by the customer reported parkland recently upgraded from phaseal to optima. The tech reported noticing a lot of fluid on their gloves and weren¿t sure if it was hazardous drug or just alcohol on them. They compounded doxorubicin and noticed red droplets around the membrane. They¿re now worried about the integrity of the membrane and clinician safety. Leaking p13 optima adapter. Verbatim: rcc received a complaint via email. Email(s) attached. Parkland recently upgraded from phaseal to optima. The tech reported noticing a lot of fluid on their gloves and weren¿t sure if it was hazardous drug or just alcohol on them. They compounded doxorubicin and noticed red droplets around the membrane. They¿re now worried about the integrity of the membrane and clinician safety. Leaking p13 optima adapter.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 515060 corrected. Annex a code updated.

Manufacturer narrative:
(B)(4) - follow up MDR for correction. Following the submission of the initial MDR, it was determined that the material number and annex a codes were incorrect. D4: material number and medical device brand name updated. Annex a code updated.